Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an increase in impedance and an increase in capture that resulted in a loss of capture on the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead and the patient was stable.